Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2023, the patient experienced hypoglycemia with fainting due to the cgm reading incorrectly and causing the pump to continue providing insulin to the patient although the patient was in hypoglycemia.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device. On (B)(6) 2023, the patient experienced hypoglycemia with fainting due to the cgm reading incorrectly and causing the pump to continue providing insulin to the patient although the patient was in hypoglycemia. Emergency medical services (ems) was called (smur) by the patient's colleague and they removed the catheter (to avoid the insulin injection from the pump). The paramedics advised the patient to stay hydrated and to control the bg. The patient was treated with glucose 30 percent ivd, then glucose 10 percent and rehydrate bionolyte glucose five 5 percent. At an unspecified time of the event the cgm was reading 169 mg/dl and the blood glucose reading was 140 mg/dl. There was no information about any treatment provided for hypoglycemia. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H2: correction: health effect - clinical code - correction to remove code 4411 syncope/fainting from the initial MDR.